Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally input an incorrect settings into the 9:00 pm correction factor of 1u:5mg/dl instead of 1u:50mg/dl. The customer requested assistance in changing the 9:00pm correction factor from 1u:5mg/dl to 1u:50mg/dl. Tandem technical support assisted the customer with the requested changes to the settings. There was no reported impact to the customer's blood glucose level.